Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The cause of the patient's body rejecting the pump was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was non-malignant pain and chronic low back pain. It was reported that the patient started showing signs of irritation around the pump and that the skin was necrotic in a round shape right where the pump was at. The hcp suspected that the patient's body may be rejecting the pump. It was reported that cultures have been taken at the site and everything has come back negative for infection. The caller stated that the pump would likely be explanted. It was noted that the patient was getting good therapy despite the skin irritation. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative on 2018-may-31. It was reported that the actions/interventions taken to resolve the irritation and necrosis was explant of the device. The device was disposed of by the hospital. The patient's weight was unknown. No further complications were reported.